Event description:
The ge oec 9600 fluoroscopy system would not boot.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the lemo receptacle had a broken or damaged pins. Additionally, it was noted the foot switch had a damaged cord. Both the lemo receptacle and the foot switch were replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.